Event description:
It was reported that while in the process of transferring the pt, the attendant was pulling vigorously on the pt's arm which caused pain. The pt was described as being morbidly obese with minimal ambulation and needs assistance when transferring. The pt was revised due to the dislodged implant.

Manufacturer narrative:
Investigation in process.